Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the system controller was put in use the backup battery was checked and showed that a replacement was needed in 12 months. However, less than one month later while the patient switched to external batteries there was an alarm related to the backup battery expiring. The backup battery was exchanged, which did not resolve the issue. The patient underwent a controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery load test fault was able to be confirmed via review of the submitted log file and product testing. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 2 days (B)(6) 2021, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place in the testing labs at abbot and were recorded while the clock was not set and therefore the exact dates and times were unable to be accurately recorded. Backup battery fault coincident with load test failures were active on (B)(6) 2021 from 21:51:56 ¿ 22:13:42. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compare to the unloaded voltage. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and did not pass due to backup battery load test faults being active during burn-in testing. The 11v backup battery (serial number: (B)(6) was replaced with the other returned backup battery (serial number: (B)(6) and the system controller underwent testing again and was able to pass. Additional information provided on 17dec2021 stated that the exchanging the 11v backup battery did not resolve the alarms and that the alarms were resolved after the controller exchange. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental findings: damaged secondary printed circuit board (pcb) the device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 23oct2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.